Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy stent delivery system was returned for analysis broken and in 2 separate pieces. An examination (visual and via scope) of the crimped stent found that the stent was dislodged from the balloon and damaged. A review of the manufacturing stent profile data was performed and the stent outer diameter and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were noted on the exposed balloon body. A visual and microscopic examination of the bumper tip showed signs of damage at the distal end of the tip. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break in the shaft polymer extrusion located at the guidewire exchange port region and measured at 122 cm distal to the distal end of the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break and stent dislodgement occurred. The 90% stenosed target lesion was located in the severely calcified circumflex artery. A 2.50x16mm synergy ii drug-eluting stent was advanced for treatment. However, difficulties were encountered during delivering the device and the stent become lodged on the area where the physician presumed was calcium. When stent was being removed, the catheter snapped in half. Both the stent and the broken catheter were removed with a snare. A shorter stent was implanted and completed the procedure. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break and stent dislodgement occurred. The 90% stenosed target lesion was located in the severely calcified circumflex artery. A 2.50x16mm synergy ii drug-eluting stent was advanced for treatment. However, difficulties were encountered during delivering the device and the stent become lodged on the area where the physician presumed was calcium. When stent was being removed, the catheter snapped in half. Both the stent and the broken catheter were removed with a snare. A shorter stent was implanted and completed the procedure. No patient complications were reported.